Event description:
During a pvi ablation pfa procedure, an air leak occurred. The sheath was inserted into the patient and aspirated with the removal of the dilator and no air was aspirated. The non-abbott device (farawave catheter by boston scientific) was inserted, handle in a level position, and aspirated as per procedure. Air was aspirated. The catheter was removed and aspirated before repeating the insertion process. Air was again aspirated. The sheath was exchanged for the non-abbott device (faradrive sheath by boston scientific) and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and the dorsal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.